Manufacturer narrative:
During the laboratory evaluation, the product surveillance technician (pst) was unable to duplicate the reported issue since the pst could not duplicate customer¿s clinical setting. The monitor was sent to central engineering for further evaluation.

Manufacturer narrative:
(B)(4). Per the ccp, they request a replacement as the unit they have is useless due to the extreme drift.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a carbon dioxide (co2) drift on the blood parameter monitor (bpm). The co2 drifts a lot especially during temperature changes (warming and cooling). This unit is much worse than the bpm it replaced. The device was not changed out, as they continued to use the bpm for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: the perfusionist (ccp) stated that this specific bpm has an issue with arterial partial pressure of carbon dioxide (pco2) drift on every case. They calibrate the shunt sensor, prior to each use. During cpb, the pco2 measure of the bpm drifts upward (higher than the lab analyzed value) and this occurs in worst case during cooling and/or rewarming of the patient. During these worst case times, the bpm frequently measures the pco2 20-30 mmhg higher than the lab analyzer. More frequent in-vivo recalibrations have not helped the problem. This monitor has been taken out of service. Cases have been completed successfully, without delay and without associated blood loss. There has been no harm observed.

Manufacturer narrative:
The reported complaint was not confirmed. The monitor passed the blood loop testing within the required accuracy. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.